Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of all components of the right side due to pain and inflammation. Patient had a duofix tibia with a porocoat femur. The femur showed very little markings but the tibial explant showed deep scratching in a rotatory pattern. The failure looked to be similar to a duofix femur failure.

Manufacturer narrative:
(B)(4). The complaint was originally received by the (B)(6) 2013 and closed due to insufficient information. The complaint was reopened (B)(6) 2014 after receiving medical records of the patient including x-rays. The bio engineering report concludes that need for revision was undetermined with the information provided. Should any further information be provided relating to this case then further investigation will be undertaken. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis and through post market surveillance per (B)(4).